Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium'), pelvic pain ('terrible right sided pelvic pain, local pain') and menorrhagia ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990 and epilepsy in 1983. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache ("horrendous headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), fatigue ("fatigue"), abdominal pain lower ("cramps") and mood altered ("overly moody"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, hypersensitivity and fatigue had resolved and the abdominal pain lower, headache and mood altered outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, headache, hypersensitivity, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited.. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Batch no c12705, production date 2014-01-11, expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: new events: headache, abdominal pain lower, mood altered added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 01-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium'), pelvic pain ('terrible right sided pelvic pain, local pain/ general pain') and heavy menstrual bleeding ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and appendicitis. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache ("horrendous headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over") and dry skin ("mrs. Tonge also developed dry skin patches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, fatigue, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, dry skin, dysmenorrhoea, fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered and pelvic pain to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Pregnancy test - on an unknown date: results: unknown. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited.. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2021: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 28-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium'), pelvic pain ('terrible right sided pelvic pain, local pain/ general pain') and heavy menstrual bleeding ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and appendicitis. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache ("horrendous headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over") and dry skin ("mrs. Tonge also developed dry skin patches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on 11-apr-2019. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, fatigue, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, dry skin, dysmenorrhoea, fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered and pelvic pain to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Pregnancy test - on an unknown date: results: unknown. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited.. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Patient's reporter information, lab data, medical history, events: she experienced painful menstruation, mrs tonge¿s pain became constant which resulted in her walking hunched over, mrs. Tonge also developed dry skin patches were added. Outcome of the event: cramps, horrendous headaches, overly moody were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 01-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium'), pelvic pain ('terrible right sided pelvic pain, local pain/ general pain') and heavy menstrual bleeding ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and appendicitis. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache ("horrendous headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over") and dry skin ("mrs. Tonge also developed dry skin patches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, fatigue, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, dry skin, dysmenorrhoea, fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered and pelvic pain to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Pregnancy test - on an unknown date: results: unknown. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no: c12705, production date: 2014-01-11, and expiration date: 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium/ essure on the right hand side not being as well placed as the left side'), pelvic pain ('terrible right sided pelvic pain, local pain/ general pain') and heavy menstrual bleeding ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity (B)(4), termination of pregnancy in 1990, epilepsy in 1983 and appendicitis. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache ("horrendous headaches"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), the first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over"), dry skin ("mrs. Tonge also developed dry skin patches"), postprocedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, postprocedural discomfort, dry skin, dysmenorrhoea, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Pregnancy test - on an unknown date: results: unknown. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited.. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2021: adverse event added: discomfort, pain , fatigue. Device dislocation as reported updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 27-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil on right side had moved out of position") and pelvic pain ("terrible right sided pelvic pain") in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting"), 4 years 4 months after insertion of essure. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coil on right side had moved out of position. Most recent follow-up information incorporated above includes: on 27-mar-2019: information received from legal department. The patient's information was updated. Essure lot number (c12705) was inserted on (B)(6) 2014. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 25-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil on right side had moved out of position / away from the endometrium/ essure on the right hand side not being as well placed as the left side/right device had migrated and was incorrectly"), pelvic pain ("terrible right sided pelvic pain, local pain/ general pain") and heavy menstrual bleeding ("heavier period and clotting, abnormal") in a 44 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and abdominal pain and appendicitis. She denies a family history of skin cancer. Previously administered products included: iud nos, implanon and mirena. Past adverse reactions to the above products included: cramps with iud nos. The patient had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced headache ("horrendous headaches"). On (B)(6) 2018 she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced hypersensitivity ("allergy symptoms"), a first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over"), dry skin ("mrs. Tonge also developed dry skin patches"), post procedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant") and a second episode of fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, dry skin, dysmenorrhoea, the first episode of fatigue, the second episode of fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain and post procedural discomfort to be related to essure administration. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. 8 coils on right and 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. [Pregnancy test] (date unknown): results: unknown [ultrasound pelvis] on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen [ultrasound scan] on (B)(6) 2014: essure devices are correctly sited.; (date unknown): essure coil on right side had moved out of position [ultrasound scan vagina] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no: c12705, production date: 2014-01-11 & expiration date: 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 15-jan-2019. The most recent information was received on 11-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil on right side had moved out of position") and pelvic pain ("terrible right sided pelvic pain") in a 44-year-old female patient who had essure (batch no: c12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting"), 4 years 4 months after insertion of essure. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: essure coil on right side had moved out of position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 16-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil on right side had moved out of position / away from the endometrium/ essure on the right hand side not being as well placed as the left side/right device had migrated and was incorrectly"), pelvic pain ("terrible right sided pelvic pain, local pain/ general pain") and heavy menstrual bleeding ("heavier period and clotting, abnormal") in a 44 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and abdominal pain and appendicitis. She denies a family history of skin cancer. Previously administered products included: iud nos, implanon and mirena. Past adverse reactions to the above products included: cramps with iud nos. The patient had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced headache ("horrendous headaches"). On (B)(6) 2018 she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced hypersensitivity ("allergy symptoms"), a first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over"), dry skin ("mrs. Tonge also developed dry skin patches"), post procedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant") and a second episode of fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The reporter considered abdominal pain lower, device dislocation, dry skin, dysmenorrhoea, the first episode of fatigue, the second episode of fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain and post procedural discomfort to be related to essure administration. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. 8 coils on right and 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. [Pregnancy test] (date unknown): results: unknown [ultrasound pelvis] on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen [ultrasound scan] on (B)(6) 2014: essure devices are correctly sited.; (date unknown): essure coil on right side had moved out of position [ultrasound scan vagina] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no: c12705, production date: 2014-01-11 and expiration date: 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new other health professional's reporter, annex f of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 15-jan-2019. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position') and pelvic pain ('terrible right sided pelvic pain, local pain') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting, abnormal"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms") and fatigue ("fatigue"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, hypersensitivity and fatigue had resolved. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coil on right side had moved out of position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: plaintiff's new address was provided. New events reported: allergy, fatigue. Essure was removed on (B)(6) 2019. The events resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position / away from the endometrium'), pelvic pain ('terrible right sided pelvic pain, local pain') and menorrhagia ('heavier period and clotting, abnormal') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990 and epilepsy in 1983. She denies a family history of skin cancer. Previously administered products included for an unreported indication: implanon from 2008 to 2010, mirena and iucd. Past adverse reactions to the above products included abdominal pain lower with iucd. The patient also had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, hypersensitivity and fatigue had resolved. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen. Ultrasound scan - on an unknown date: essure coil on right side had moved out of position; on (B)(6) 2014: essure devices are correctly sited.. Ultrasound scan vagina - on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid.. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: new reporters added; patient's initials updated; historical condition and historical drug provided; lab data added; menorrhagia was treated with ablation; essure removal date was changed from (B)(6) 2019 to (B)(6) 2019. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 23-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position') and pelvic pain ('terrible right sided pelvic pain') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting"), 4 years 4 months after insertion of essure. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coil on right side had moved out of position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on right side had moved out of position') and pelvic pain ('terrible right sided pelvic pain, local pain') in a 44-year-old female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting, abnormal"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergy symptoms") and fatigue ("fatigue"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, hypersensitivity and fatigue had resolved. The reporter considered device dislocation, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coil on right side had moved out of position. Batch no c12705, production date 2014-01-11, and expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil on right side had moved out of position/away from the endometrium/essure on the right hand side not being as well placed as the left side/right device had migrated and was incorrectly"), pelvic pain ("terrible right sided pelvic pain, local pain/ general pain") and heavy menstrual bleeding ("heavier period and clotting, abnormal") in a 44 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and abdominal pain and appendicitis. She denies a family history of skin cancer. Previously administered products included: iud nos, implanon and mirena. Past adverse reactions to the above products included: cramps with iud nos. The patient had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017, she experienced headache ("horrendous headaches"). On (B)(6) 2018, she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced hypersensitivity ("allergy symptoms"), a first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over"), dry skin ("mrs. Tonge also developed dry skin patches"), post procedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant"), a second episode of fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), diarrhoea ("mild loose stools") and constipation ("intermittent constipation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & endometrial ablation and ablation). At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance and dry skin had resolved. The outcomes for dyspareunia, abdominal pain, abdominal distension, diarrhoea and constipation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device dislocation, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, the first episode of fatigue, the second episode of fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain and post procedural discomfort to be related to essure administration. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. 8 coils on right and 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. [Pathology test] on (B)(6) 2019: histopathology report: specimen details: left and right fallopian tubes. Gross description: a metal coil is present at the proximal margin. [Pregnancy test] (date unknown): results: unknown. [Ultrasound pelvis] on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen [ultrasound scan] on (B)(6) 2014: essure devices are correctly sited.; (date unknown): essure coil on right side had moved out of position. [Ultrasound scan vagina] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no: c12705. Production date: 2014-01-11. Expiration date: 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event dyspareunia, abdominal pain, bloating, mild loose stools, and intermittent constipation added. Lab data, and reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 11-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil on right side had moved out of position / away from the endometrium/ essure on the right hand side not being as well placed as the left side/right device had migrated and was incorrectly"), pelvic pain ("terrible right sided pelvic pain, local pain/ general pain") and heavy menstrual bleeding ("heavier period and clotting, abnormal") in a 44 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("e experienced some difficulties implanting the device on the right side, the consultant confirmed during an ultrasound scan"). The patient had a medical history of osteoarthritis knees in 2013, parity 1 in 2000, termination of pregnancy in 1990, epilepsy in 1983 and abdominal pain and appendicitis. She denies a family history of skin cancer. Previously administered products included: iud nos, implanon and mirena. Past adverse reactions to the above products included: cramps with iud nos. The patient had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced headache ("horrendous headaches"). On (B)(6) 2018 she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criteria medically important and intervention required). On unknown date she experienced hypersensitivity ("allergy symptoms"), a first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs (B)(6) pain became constant which resulted in her walking hunched over"), dry skin ("mrs. (B)(6) also developed dry skin patches"), post procedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant"), a second episode of fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), diarrhoea ("mild loose stools"), constipation ("intermittent constipation") and back pain ("backache w worse and cannot sit down comfortably. Left side, lower back"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & endometrial ablation and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, latest episode of fatigue, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance, dry skin, post procedural discomfort, pain, dyspareunia, abdominal pain, abdominal distension, diarrhea and constipation had resolved. The outcome of back pain was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, constipation, device dislocation, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, the first episode of fatigue, the second episode of fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain and post procedural discomfort to be related to essure administration. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. 8 coils on right and 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. [Hysterosalpingogram] (date unknown): confirmed her fallopian tubes were occluded and sterilisation was successful. [Pathology test] on (B)(6) 2019: histopathology report. Specimen details: left and right fallopian tubes. Gross description: a metal coil is present at the proximal margin.; on 16-apr-2019: macro- left and right fallopian tubes" - two fallopian tubes are received. The first measures 65mm long, including the fimbrial end, and a metal coil is seen present at the proximal margin, the second fallopian tube measures 70mm long, including the fimbrial end, and also shows a metal coil at its proximal end. [Pregnancy test] (date unknown): results: unknown. [Ultrasound pelvis] on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen [ultrasound scan] on (B)(6) 2014: essure devices are correctly sited.; (date unknown): essure coil on right side had moved out of position [ultrasound scan vagina] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no c12705, production date 2014-01-11, expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2024: medical record received. New events back pain added. Lab data (pathology report) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on (B)(6) 2019. The most recent information was received on 29-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coil on right side had moved out of position / away from the endometrium/ essure on the right hand side not being as well placed as the left side/right device had migrated and was incorrectly"), pelvic pain ("terrible right sided pelvic pain, local pain/ general pain") and heavy menstrual bleeding ("heavier period and clotting, abnormal") in a 44 year-old female patient who had essure inserted (lot no. C12705) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("e experienced some difficulties implanting the device on the right side, the consultant confirmed during an ultrasound scan"). The patient had a medical history of osteoarthritis knees in (B)(6) 2013, parity 1 in (B)(6) 2000, termination of pregnancy in (B)(6) 1990, epilepsy in (B)(6) 1983 and abdominal pain and appendicitis. She denies a family history of skin cancer. Previously administered products included: iud nos, implanon and mirena. Past adverse reactions to the above products included: cramps with iud nos. The patient had a family history of osteoarthritis knees. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced headache ("horrendous headaches"). On (B)(6) 2018 she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced hypersensitivity ("allergy symptoms"), a first episode of fatigue ("fatigue"), abdominal pain lower ("cramps"), mood altered ("overly moody"), dysmenorrhoea ("she experienced painful menstruation"), gait disturbance ("mrs tonge¿s pain became constant which resulted in her walking hunched over"), dry skin ("mrs. Tonge also developed dry skin patches"), post procedural discomfort ("procedure went as she expected, and whilst uncomfortable"), pain ("general pain, pain became constant"), a second episode of fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), diarrhoea ("mild loose stools") and constipation ("intermittent constipation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & endometrial ablation and ablation). At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, hypersensitivity, latest episode of fatigue, abdominal pain lower, headache, mood altered, dysmenorrhoea, gait disturbance, dry skin, post procedural discomfort, pain, dyspareunia, abdominal pain, abdominal distension, diarrhoea and constipation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device dislocation, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, the first episode of fatigue, the second episode of fatigue, gait disturbance, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pain, pelvic pain and post procedural discomfort to be related to essure administration. The reporter commented: insertion details: hysteroscopic sterilization by the essure method. There were slight technical difficulties fitting the right sided device, however I do believe that we have got a good fitting. Following removal, patient's health improved drastically, and all of her symptoms resolved. 8 coils on right and 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. [Hysterosalpingogram] (date unknown): confirmed her fallopian tubes were occluded and sterilisation was successful. [Pathology test] on (B)(6) 2019: histopathology report specimen details: left and right fallopian tubes. Gross description: a metal coil is present at the proximal margin. [Pregnancy test] (date unknown): results: unknown [ultrasound pelvis] on (B)(6) 2018: anteverted uterus appears heterogenous however is normal in shape and size measuring 75 x 43 x 45mm. No discrete fibroids identified. Endometrial thickness 3.5mrn, consistent with lmp (day 7). Essure devices noted. The left device was seen extended laterally from the upper endometrium to the outer myometrium, however the right device appears to be incorrectly sited (away from the endometrium). Both ovaries appear unremarkable. No adnexal masses or pelvic free-fluid seen [ultrasound scan] on (B)(6) 2014: essure devices are correctly sited.; (date unknown): essure coil on right side had moved out of position [ultrasound scan vagina] on (B)(6) 2014: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries . No free pelvic fluid. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: new event device insertion difficult added. Event outcome updated to recovered resolved. Lab data, reporter causality comment updated. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil on right side had moved out of position") and pelvic pain ("terrible right sided pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant) and menorrhagia ("heavier period and clotting"). At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation, menorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure coil on right side had moved out of position. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.